Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. H10. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a thyroidectomy procedure, some of the clips didn't close properly and some of the clips were falling out of the jaws of the device. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2024. D4: batch # unk. Additional information was requested and the following was obtained: "1. Please provide more details for "clips didn't close properly" 2. Did device fire malformed clips? Yes. 3. Did device fire scissored clips? No". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.